Event description:
The drug delivery pump was returned to the MFR for analysis. Review of the device registration system reveals the pt expired. Several unsuccessful attempts have been made to determine date and cause of death.